Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as a ¿white substance¿ was found on a bd¿ blunt fill needle. There was no report of injury or medical interventions.

Manufacturer narrative:
Additional information: lot # provided: 7236742. Medical device expiration date: 2022-09-30. Device manufacture date: 2017-08-24. Investigation results: a batch number was not provided, but it was obtained from the package of the returned sample. Package batch: 7236742, assembly batch: 7237693. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: DHR review is being performed on the assembly batch as this is an assembly issue, and not a packaging issue. Assembly batch 7237693 had 132 visual inspections performed on 6,600 parts with zero defects noted. Investigation results: one photo, and one sample were returned. There is epoxy on the cannula of the needle. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Possible root cause: the rack of needles fell against another rack coming in contact with uncured epoxy. No CAPA will be issued as the aql has not been exceeded.